Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing had burst below the roller clamp, approximately 5 inches above the second luer injector valve. The hole was approximately 0.5 inches long. The reporter stated that the device was being used for a computed tomography (CT) scan. The cause of the condition was determined to be a use error. This device is not approved for use with a power injector. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set blew a hole below its roller clamp. This occurred during injection for a computed tomography procedure using an unknown pump. The reporter stated that this was "for a test" and a "non-lab" event. Patient involvement was not specified, but there was reportedly no patient injury or medical intervention associated with this event. No additional information is available.